Manufacturer narrative:
The manufacturer previously reported a ventilator "service required" alarm condition occurred related to a high temperature condition and low pressure condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device powered on and operated as designed. The device had evidence of water ingress. Information received indicated the alarm conditions occurred while a patient was taking a bath. No components were replaced.

Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred related to a high temperature condition and low pressure conditions. There was no harm or injury reported. The device has been received but not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.